Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer was unable to recall the amount of insulin used to fill the cartridge. Customer¿s blood glucose value was 137 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.